Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked on (B)(6) 2024, a 20g indwelling needle was used to puncture a vein preoperatively. After successful puncture, blood was found to flow out of the end of the needle. After calming the patient and explaining the situation, the needle was withdrawn and re-punctured.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1.DHR/bhr review lot#4081482. 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please refer to attachment for the test report. 4. No the same complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality was found in the process and retained samples, and the specific leakage location could not be determined because no samples and photos were returned, so the root cause of the leakage could not be confirmed.

Event description:
No additional information provided.